Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported a sudden decreasing hearing performance. Reportedly, the user had good benefit before. The user will be re-implanted but no date scheduled yet.

Event description:
The user reported a sudden decreasing hearing performance. Reportedly, the user had good benefit before. Reimplantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Device investigations revealed the substrate of the device circuitry to be broken. The investigation results appear to match the problems mentioned in the recipient report. The exact reason for the crack in the substrate cannot be determined. However, a review of the DHR has been performed and it was confirmed that the device was released according to specifications. This is a final report.

Event description:
The user reported a sudden decreasing hearing performance. Reportedly, the user had good benefit before. The user has been re-implanted.